Manufacturer narrative:
Manufacturer review: a lot history record could not be completed as the lot number was not provided. Investigation summary: one ti low profile port with detached groshong catheter and cath-lock was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for a partial fracture in the catheter, specifically for a partial fracture caused by flexural fatigue, as a partial circumferential fracture was identified between the 14 and 15 cm depth markers. The partial fracture appeared to be circumferentially aligned and the fracture surface on the proximal and distal side of the fracture appeared to be smooth and rounded. There appeared to be catheter buckling near the distal and proximal fracture edges. Another partial fracture was observed between the 13 and 14 cm depth markers. There appeared to be some roundness at the fracture edges, though not as pronounced as the partial fracture between the 14 and 15 cm depth markers. A third partial fracture was observed at the 15 cm depth marker. This fracture appeared to be circumferentially aligned; however, the fracture surfaces appeared to be granular and the fracture edges appeared to be sharp and slightly jagged. A small longitudinal partial fracture and pin hole were observed at the proximal end of the catheter, in the region that would have been originally under the cath-lock. The fracture surfaces appeared to be smooth with sharp fracture edges. Multiple circumferential creases with generally clear depth markings were also observed on the catheter. Scoring marks were observed on the port stem and cath-lock. The characteristics of the partial fractures observed between the 14 and 15 cm depth markers, and between the 13 and 14 cm depth markers are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage and mechanical factors may gradually form cracks in the catheter. The characteristics of the partial fracture observed at the 15 cm depth marker are consistent with catheter tearing. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Additional narrative: date received by MFR. (Results and conclusion).

Event description:
It was reported that approximately one year after the placement of the port catheter via the right internal jugular vein, during the infusion of chemotherapeutic drug the patient allegedly experienced pain as the leak was identified near the clavicle. Reportedly, an x-ray allegedly demonstrated that the port implant position and the catheter angle was different between implant and before removal. It was further reported that the device was removed and replaced via the left internal jugular vein. The patient was reportedly stable after the removal and replacement of the device.

Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that approximately one year after the placement of the port catheter via the right internal jugular vein, during the infusion of chemotherapeutic drug the patient allegedly experienced pain as the leak was identified near the clavicle. Reportedly, an x-ray allegedly demonstrated that the port implant position and the catheter angle was different between implant and before removal. It was further reported that the device was removed and replaced via the left internal jugular vein. The patient was reportedly stable after the removal and replacement of the device.